Event description:
Cancer center reports patient had daratumumab infusing and an rn noticed a pinhole leak at the filter site. Rn notified pharmacy. Dosage and tubing returned to pharmacy. Chemo sent back to pharmacy and pharmacy to remake the dose less the 179ml's infused already. Actual package for the tubing was not retrieved so lot # is not available.